Event description:
It was reported that the intra-aortic balloon (iab) balloon possibly ruptured/perforated inside the patient and caused an issue called blood back. The iab was removed and replaced with another iab. Additional information received. The patient's condition was reported to be in a coma. It is unknown if there were any patient complications due to the iab rupture. Additional emails were sent in an attempt to gather additional information regarding the iab rupture and patient outcome. The hospital has not responded to the emails.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) balloon possibly ruptured/ perforated inside the patient and caused an issue called blood back. The iab was removed and replaced with another iab. Additional information received. The patient's condition was reported to be in a coma. It is unknown if there were any patient complications due to the iab rupture. Additional emails were sent in an attempt to gather additional information regarding the iab rupture and patient outcome. The hospital has not responded to the emails.